Manufacturer narrative:
Per visual inspection: no physical damage to injection foot or inpen front and back shell was noted. Inpen was received with no physical damage to cartridge holder, however inpen was received with humalog bayonet sleeve versus a novolog making it difficult to lock in place. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Commercial app does state is novolog in use however, humalog bayonet sleeve is the incorrect fit making it difficult to install and remove. Inpen passed front cap investigation. In conclusion: inpen received with no physical damage to injection foot. Inpen received working as design. Therefore, the customer concern of injection foot being damaged could not be confirmed. However, inpen received without novolog bayonet sleeve making it difficult for patient to lock in place or release cartridge holder. Missing or incorrect bayonet sleeve can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the inpen black disc broke off the injection foot. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna.troubleshooting was performed and the customer was informed that the inpen will be replaced. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned.